Manufacturer narrative:
Continuation of medical devices: dtbb1d1 crtd implanted (B)(6) 2013. Product event summary : the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device battery longevity was less than 4.5 years, which was described as "less-than-stellar." The device was explanted and replaced. Performance data was analyzed and it was noted the left ventricular lead had high and fluctuating threshold and low pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.